Event description:
The customer reported to olympus, the evis exera iii video system center exhibited no image from a radial probe. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was approximately 10 mins delayed but the reported issue was resolved. The procedure was successfully completed using the same device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The customer reported that the device will not be returning for evaluation/repair because the reported issue was revolved with no further problems. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.